Manufacturer narrative:
The reported event of autopulse platform system (sn (B)(4)) displayed message 'system error, out of service, revert to manual CPR' was confirmed during functional test and based on archive data. The root cause was due to a damage processor board. During visual inspection, the autopulse platform showed top cover, motor cover and encoder cover and patient head restrain damage, this is unrelated to the customer reported event. The autopulse system is a reusable device and it was manufactured on 11/23/2006 which is more than 12 years old and it has exceed its service life of 5 years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Functional test was unable to be performed due to ua136 failure showing at power up. The processor board was replaced to correct this fault. Reviewed of the archive data showed, ua136 (invalid parameters block (system error)). During the re-evaluation of the ap platform, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse platform with sn (B)(4). (B)(4) - reported on 5/24/2017, the processor board was replaced to correct the issue.

Event description:
It was reported that during shift check, the user turned on the autopulse platform system (sn (B)(4)) and it displayed message 'system error, out of service, revert to manual CPR' with not user advisories, user tried other li-ion batteries, but the message could not clear. No patient involvement.